Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion due to degenerative disc disease with l5/s1 spondy lolisthesis. Intra-op, the instrument broke during reduction of the spondylolisthesis at l5/s1 level. No patient complications were reported.